Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, replace battery alarm and power error alarm confirmed in the long trace. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed multiple pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.